Event description:
Info received indicates the head hi/low function is drifting down slowly. The head hi/low and trend valves have been replaced but the issue remains.

Manufacturer narrative:
Repairs have not been compelted.